Manufacturer narrative:
The pump was received with intermittent button response due to moisture damage on the keypad traces. No button error alarm was noted during testing. The pump had a cracked reservoir tube lip, minor scratches on the display window and a cracked case at the display window corner.

Event description:
The customer reported via phone call that the insulin pump alarmed button error. Customer's blood glucose was 153 mg/dl. No significant events leading to the alarm were recalled. It was advised to discontinue use of the device and revert to a back-up plan. It was further advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.